Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed during initial surgery and an exchange lens was implanted on (B)(6) 2020. "Patient is doing very well now." Cause of the event is reported as unknown. Reportedly, lens was stuck to "the sponge unreasonably, lens tore when trying to release."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).